Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of damage to the power cables and power cable disconnect alarms were confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis with a cut in the outer jacket of the black power cable and damaged strain reliefs on both power cables. A log file was submitted for review that showed events spanning approximately 21 days ((B)(6) 2023 per timestamp). Atypical power cable disconnect alarms were active on (B)(6) 2023 at 17:38:18, on (B)(6) 2023 at 16:39:38 and at 17:57:57, and on (B)(6) 2023 at 09:00:31. Additionally, a log file was file was downloaded for review from the returned controller that showed events spanning approximately 22 days ((B)(6) 2023 per timestamp). Atypical power cable disconnect alarms were active on (B)(6) 2023 from 12:45:20 ¿ 12:46:37, on (B)(6) 2023 at 12:50:17, and on (B)(6) 2023 at 11:58:17. The atypical power cable disconnect alarms were not associated with a power source exchange and activated due to power cable faults on either power cable. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power. The alarms cleared shortly after activating. Pump operation was not affected during these events. There were no other notable alarms active in the log file. The system controller was functionally tested. During testing it was found that alarms would become active upon manipulation of the power cables. The resistances of the underlying wires were tested, and it was found that the black and red wires within the white power cable had an open loop and fluctuated up to 500ohms, respectively. The green and black wire within the black power cable were both found to have an open loop. All other wires within each cable met the accepted resistance threshold. The white and black power cables were then stripped, it was observed that the black wire (negative power line) in both cables was found to have been severed. Additionally, the green wire (positive power line) within the black cable was severed. The cables were replaced with functioning test cables and the controller was able to support a mock loop for an extended duration without any alarms activating. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding: fluid ingress. The device history records were reviewed and the records revealed the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications and shipped via customer order on 06nov2014. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review due to frequent elevated pump flow and power. It was noted that previous log files showed power cable fatigue and the customer was now planning on changing out the system controller in the clinic. The log displayed a few transient elevations in power and flow, as well as a few power cable disconnects. Reference MFR # for the elevated pump parameters: 2916596-2023-01036.